Event description:
It was reported that the device was used during a lobectomy. It was reported by the rep that the surgeon fired the tlh30 and found the staples did not form completely. The surgeon completed the case by suturing. There was no consequence to the pt.